Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water cylinders and channels could not be identified and a definitive root cause of the issue could not be determined, however, leakage in the bending section cover was observed, which could result in insufficient reprocessing and the inability to remove foreign material. The instructions for use state the following: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon device evaluation, the type of foreign material was unable to be identified but is likely a result of insufficient cleaning. Additional findings in the product analysis include the following: the forceps channel port, plug unit, plastic distal end cover, and the adhesive around the light guide lens had a scratch; the air/water cylinder and the suction cylinder had discoloration; water tightness was lost due to cut on the bending section cover; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera iii gastrointestinal videoscope was returned to olympus with no reported customer complaint. Upon inspection and testing of the returned loaner device, the air/water cylinders and air/water tube had foreign material in it. There was no patient or procedural involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.